Event description:
(B) (4). FDA safety investigation of certain medical device power cords manufactured by electri-cord. So far the following companies have notified users that they may have the recalled electri-cord power cord on their equipment: additional companies have been added to the affected power cord list. I have followed the attached flow chart and have determined that the power cord/plug is affected by the FDA recall and is exhibiting one of the characteristics as follows: if the plug has bent or cracked prongs, an outer sheath that is visibly burnt, a black residue, signs of excessive wear and tear. I have taken the following actions: contact of the medical device manufacturer or sales representative to report the power cord failure and to request the appropriate replacement/repair. I have removed the power plug/cord assembly, replaced with a verified correct component, safety tested, and returned equipment back into service. The (B) (4) supervisor has been notified of this work order for the need to report to the FDA.